Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that an incorrect concentration was selected when administering a hydromorphone pca infusion. The patient received 10 times more medication than intended, and became minimally responsive. The event occurred between (B)(6) 2018. While reviewing cqi data, the customer reported the serial number of the pcu was searched with the filter of (B)(6) 2018, and data only appeared from (B)(6) 2018. The customer is requesting to be provided with details from the event log, including key presses for the pca module from (B)(6) 2018. Although requested, no additional details were provided including intended infusion parameters, medical intervention, or lasting outcome of the patient.

Event description:
The customer reported that an incorrect concentration was selected when administering a hydromorphone pca infusion, causing an over-infusion. As a result, the patient received 10 times more medication than intended, and became minimally responsive. The event occurred between december 09, 2018 and december 10, 2018. While reviewing cqi data, the customer reported the serial number of the pcu was searched with the filter of december 07, 2018 to december 12, 2018, and data only appeared from december 07- 08, 2018. The doses during that time period vary, however hydromorphone is supplied as 10mg/10ml and 30mg/30ml, with varying demand doses, and lockout periods. A continuous dose of 250mg/25ml is also available. Opioid tolerant and palliative doses are also available. The customer is requesting to be provided with details from the event log, including programming, "wireless card" issues, and key presses for the pca module from december 07, 2018 to december 10, 2018. Although requested, no additional details were provided including intended infusion parameters, medical intervention, or lasting outcome of the patient.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
The customer¿s report of incorrect hydromorphone programming was confirmed in the pcu log.. The pcu event log indicated that pca s/n (B)(4) was in use between 5:11 pm on 07 december 2018 and 9:42 am on 10 december 2018. During this period, the pca was programmed to infuse amc/jv hyrdromorphone opioid tolerant 10mg/10ml (drugid (B)(4)), amc/jv hyrdromorphone opioid palliative/high dose 250mg/25ml (drugid (B)(4)) and amc/jv hydromorphone opiod tolerant 30mg/30ml (drugid (B)(4)). The majority of the time, the infusion mode was set for pca dose only, however the user also set the infusion mode to pca dose + continuous. There were a total of 105 pca dose requests delivered, 83 pca requests not delivered (81 due to the lockout interval and 2 due to the pca module being paused) and 14 bolus doses delivered. The programming error was believed to have occurred at 2235 on 08 december 2019, when the user started to program hydromorphone (palliative/high dose) 250mg/25ml (drugid (B)(4)) , or 10mg/ml, but then restored and started the previous medication (hydromorphone (opioid tolerant) 10mg/10ml (drugid (B)(4)) instead, leaving the high dose syringe in the pump. The root cause of the customer¿s report of incorrect hydromorphone programming was identified as due to user programming.

Event description:
The customer reported that an incorrect concentration was selected when administering a hydromorphone pca infusion. The patient received 10 times more medication than intended, and became minimally responsive. The event occurred between december 09, 2018 and december 10, 2018. While reviewing cqi data, the customer reported the serial number of the pcu was searched with the filter of december 07, 2018 to december 12, 2018, and data only appeared from december 07- 08, 2018. The customer is requesting to be provided with details from the event log, including key presses for the pca module from december 07, 2018 to december 10, 2018. Although requested, no additional details were provided including intended infusion parameters, medical intervention, or lasting outcome of the patient. The customer later reported, that they supply hydromorphone as 10mg/10ml, 30mg/30ml, and 250mg/25ml. The customer stated the syringe involved in the event was a 35ml syringe. The intended programming was as follows: "12/7: hydromorphone (opioid tolerant) 10 mg / 10 ml; demand dose: 0.2 mg, lockout:10 minutes 12/8 ¿ 0100: hydromorphone (opioid tolerant) 10 mg / 10 ml; demand dose: 0.4 mg, lockout 10 minutes 12/8 ¿ 0400: hydromorphone (opioid tolerant) 10 mg / 10 ml; demand dose: 0.6 mg, lockout 10 minutes 12/8 ¿ 1230: hydromorphone (opioid tolerant) 10 mg / 10 ml; continuous dose: 0.1 mg/h, demand dose: 0.6 mg, lockout 10 minutes 12/8 ¿ 1730: hydromorphone (opioid tolerant) 10 mg / 10 ml; continuous dose: 0.1 mg/h, demand dose: 0.8 mg, lockout 10 minutes 12/8 ¿ 2200: hydromorphone (palliative/high dose) 250 mg / 25 ml; continuous dose: 0.1 mg/h, demand dose: 0.8 mg, lockout 10 minutes ¿ order discontinued 16 minutes later and new order parameters: hydromorphone (palliative/high dose) 250 mg / 25 ml; continuous dose: 0.1 mg/h, demand dose: 1 mg, lockout 10 minutes 12/8 ¿ 2300: hydromorphone (palliative/high dose) 250 mg / 25 ml; continuous dose: 1 mg/h, demand dose: 1 mg, lockout 10 minutes 12/9 ¿ 1100: hydromorphone (palliative/high dose) 250 mg / 25 ml; continuous dose: 0.1 mg/h, demand dose: 1 mg, lockout 10 minutes 12/9 ¿ 1500: hydromorphone (palliative/high dose) 250 mg / 25 ml; demand dose: 1 mg, lockout 10 minutes 12/10 ¿ 0500: hydromorphone (opioid tolerant) 30 mg / 30 ml; demand dose: 1 mg, lockout 10 minutes" the customer would like to know if there was an issue with the "wireless card", what key presses were made, and how the pca module was programmed. The customer states this was a programming error. After the event, pca therapy was stopped until the medical doctor permitted therapy being restarted as the patient returned to baseline and was able to walk to the bathroom. There was no long term/lasting harm.